Manufacturer narrative:
The device is used for treatment, not diagnosis. An investigation and device history records review could not be completed and no conclusion could be drawn as no part or lot number was provided and the device was not returned.

Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding a clickx construct. It was reported that three weeks following a one-level clickx construct procedure (2 rods and 4 screws and associated hardware), the patient presented with pain. Upon x-ray, it was determined that the construct was not intact. On one side, one of the 3d heads had come off and on the other side, the rod slid out of one of the screws. The case was revised with partial replacement of some components of the construct. This is report number 1 of 3 for the same event.